Event description:
Country of complaint: (B)(6). Material is snappy when used.

Manufacturer narrative:
Manufacturing site eval: samples rec'd: 1 open cassette. There are no previous complaints of this code batch. There are no units in stock. We have rec'd one open and manipulated cassette. Knot pull tensile strength of the cassette rec'd was tested and the results fulfill the requirements of the OEM. Final conclusion: not justified. Corrective/preventive actions: not applicable.